Manufacturer narrative:
Anlaysis of the ptm showed corrosion, complaint unverified.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported they did not understand the 24hr lock out. The patient stated she's allowed 6x/day. The patient wrote down their boluses on (B)(6) 2015, 5:30a, 4p, 4a. The patient stated that on (B)(6) 2015 she tried for a bolus and it said she had to wait 23hr 10m. The patient had severe neuropathy and was in pain. The patient generally had to wait about 20 min after the bolus to get up and shower due to the pain. The patient stated that ever since they got it they were not understanding the lock outs. The ptm settings were 6x day 1x 120 minutes 1x 2 hours. It was reviewed that while using the ptm to check the ptm settings and the patient was advised to press the grey selector key below the ptm screen. The patient said by pushing this button she got a bolus that she did not want to get. It was reviewed that to get a bolus the b key would have to be pressed on the ptm. The patient stated that when she uses the ptm her legs stop hurting. Information later received from the hcp reported that they were not aware of the patient calling the manufacturer. Per the hcp¿s clinic notes on (B)(6) 2015 the patient came into the office today and reported that the ptm has not been working. Telemetry was performed and a long analysis was done. This does clearly indicate the she had been using the ptm without any problems. The pump was reprogrammed to deliver 4.0 mg of hydromorphone daily. In addition the ptm had been programmed to deliver 0.3mg up to a maximum of 6 doses daily. The patient will make every effort to reduce the amount of oral medication to stop. The hcp explained to the patient that she could continue to take oral medications but the hcp would prefer that she uses the ptm. On (B)(6) 2015 the patient reported that the ptm was displaying a greater lockout period than the patient has to wait before she is able to get a bolus. For example the ptm says she needs to wait 15h and she keeps pressing the bolus key and after 20, 30, 40 minutes she is able to get a bolus. The patient stated the displayed time remaining was random and incorrect. The patient had questions about returning the ptm. The pump was used to deliver clonidine and dialudid.